Event description:
I bought a tool called the fasciablaster from fasciablaster.com website after seeing an aid stating it cures cellulite, among other things. I watched instructional videos that said heat up, put oil on your skin and rub the claws on the stick quickly back and forth at a pain level of seven for up to 10 minutes per area. The videos and advice from the (B)(6) group run by the creator of the tool, ms. (B)(6) explained bruising was restorative and healing. She stated the harder you went, the faster you would see results but not to worry because these types of bruises are not the same as trauma bruises. She is a wordsmith and a brilliant marketer but she is being reckless with people's health. She censors and bullies any user that posts a question about an adverse side effect they may have experienced while using this tool, then blocks the person from the main (B)(6) group so as not to have any negative press about her tool. I read all about these great results that women were getting "in 6 weeks time" and was naive and feel very stupid to have not looked further into ms. (B)(6) credentials and web of lies. Here are somethings to be aware of: ms (B)(6) had no medical background. She holds not one professional license. It can't even be confirmed she has a college degree. She is not a scientist; (B)(6) is not a neuroscientist. She is a specialized physical therapist; (B)(6) is an athletic trainer. My understanding is he only has a few years under his belt. Also, my understanding is an at must work under supervision of a md which he does not; the fascia blaster is registered with the FDA as a class 1 device. Much like dental floss or treadmills. It is not an FDA approved device; her study loves to refer to is 100% bogus. In no way would it qualify as a clinical study or trial. Only 33 women completed the study. All were healthy (read the terms and conditions. It states that is for use by healthy individuals and use at your own risk). Several were personal friends. One actually works for her. Many had been blasting for months prior to the study. A casting call by an infomercial queen (photo below) was put out to find the participants. She refuses to publish the results. She refuses to allow the results to be reviewed by the medical community or anyone else. She states use will not affect hormones. Then she says it releases irisin. Many women here are experiencing horrible hormonal issues. If you have been active on the fasciablasters page you will see many women talk about changes in their periods. At 45 ms (B)(6) herself admits in a video that she is on hrt now. Most every comment concerning questions from women experiencing side effects is either never approved or deleted. The poster is then also blocked and deleted. Hence some of the deep hurt here. Many of the photos she uses are altered. Some have even come from plastic surgery websites. One set of photos is actually her. Those photos were taken just moments apart and altered to appear as if it was a transformation. She has been caught using the photos saying it is her and then saying it was someone else. She has even used a photo of a women that was 8 months pregnant as the before and then 4 or 5 months postpartum as the transformational after. Never stating the woman was pregnant in the photo. After many women came forward publicly about their injuries ms. (B)(6) changed the terms and conditions. Those changes were made on (B)(6) 2017. In video(s) and a podcast(s) she refers to her then husband, now ex, (B)(6) as dr. (B)(6). (B)(6) had been a nurse but due to multiple duis had to relinquish his nursing credentials. He states he can get the license back if he wants it, but that still leaves him as a nurse and not a doctor. There is no much more but it won't fit. She needs to be stopped and this device needs to be removed from the market before it hurts anyone else.